Event description:
It was reported that the ventilator was pulled into the MRI scanner. There was no patient involvement. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". According to received info, the wheels of the ventilator were not locked at the time of the event, and the 200 gauss (20mt) safety line was missing. The ventilator was investigated on-site by our field service engineer. It was found to be damaged as a consequence of the mr event. The ventilator was repaired and returned to service. Visual inspection of received photos confirms that the ventilator had received damage after the event. Evaluation of received ventilator logs showed that the ventilator passed pre-use checks the day before the event, and that several technical error codes were generated after the incident. The logs also showed that the incident took place one day after the reported date of event. Our conclusion is that the user did not follow the conditions for use of the ventilator in mr environment. The ventilator's two front wheels were unlocked and it was therefore attracted to the mr scanner. A new mr agreement has been signed, and the 200 gauss (20mt) safety line has been marked on the floor.